Manufacturer narrative:
Product analysis: a compressor printed circuit board (pcb), a compressor power controller pcb, a compressor interface pcb, a backplane/compressor power control cable and a direct current (dc) compressor upgrade kit were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, the dc compressor kit had the top cover on the motor assembly damaged, and no notable conditions were found on the other components. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause for the dc compressor kit was isolated to the damage on the motor assembly; however the origin could not be determined. No fault was found on the other components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor power controller and power distribution printed circuit board (pcb), compressor interface pcb, and the direct current (dc) compressor upgrade kit to resolve the issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, on power up, the 980 ventilator's compressor was inoperable. The ventilator was not in use on a patient at the time of the reported event.